Event description:
Plaintiff, alleges latex sensitization and suffers from inter alia, hives, sinusitis, chronic bronchitis, chest tightness, coughing, wheezing and occupational asthma. Further alleges that as a result of this she is restricted in her life as to where she can go, and what she can do with her life, with her career and with her family and will continue to suffer in the future. Plaintiff husband alleges he has been deprived of the love, services, advice, companionship and consortium of his wife.